Manufacturer narrative:
Excecutive summary: updated to reflect physician response to treat extravasation by administering protamine to reverse the heparin, as well as outcome of the treavement, no further extravasation observed.

Event description:
It was reported that post deployment of the retriever to re-canalize the occluded left ica a1 and a2 segments, the middle cerebral artery showed some distal extravasation. The physician administered the patient with protamine to reverse the heparin at the time the extravasation was identified. No further extravasation was seen in images. Post procedure, the patient was assessed having a tici score of 3 and at 24 hours post procedure the patient was assessed having a nihss of 14. The patient was discharged approximately 8 days post the index procedure with a nihss of 15 and a modified ranquin scale (mrs) of 4. No further details are available.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. However, hemorrhage is a known risk associated with endovascular procedures and is noted as such in the device direction for use (dfu). Therefore, an assignable cause of anticipated procedural complications was assigned to this event.

Event description:
It was reported that post deployment of the retriever to re-canalize the occluded left ica a1 and a2 segments, the middle cerebral artery showed some distal extravasation that required medical management. Post procedure, the patient was assessed having a tici score of 3 and at 24 hours post procedure the patient was assessed having a nihss of 14. The patient was discharged approximately 8 days post the index procedure with a nihss of 15 and a modified ranquin scale (mrs) of 4. No further details are available.

Event description:
It was reported that post deployment of the retriever to re-canalize the occluded left ica a1 and a2 segments, the middle cerebral artery showed some distal extravasation that required medical management. Post procedure, the patient was assessed having a tici score of 3 and at 24 hours post procedure the patient was assessed having a nihss of 14. The patient was discharged approximately 8 days post the index procedure with a nihss of 15 and a modified ranquin scale (mrs) of 4. No further details are available.